Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cardiac ablation and the physician was told the patient had a pacemaker instead of an implantable cardioverter defibrillator (ICD). The ICD was not turned off and the patient was inappropriately shocked several times. The ICD remains in use. No further patient complications have been reported as a result of this event.